Manufacturer narrative:
Mml reference #: (B)(4). Other device explanted. Model: 8145 descriptions: reactiv8 stimulation lead serial numbers: (B)(6) udis: (B)(4).

Event description:
It was reported that the patient requested an explant because the implantable pulse generator ( ipg) was causing discomfort, and the patient did not like the feeling of it in his body. The device was explanted without complications. There was no report of patient harm or injury. The device history record was reviewed. No nonconformances were found to be associated with the device.

Manufacturer narrative:
Mml reference #: (B)(4). Other device explanted. Model: 8145 descriptions: reactiv8 stimulation lead serial numbers:(B)(6). Udis: (B)(4). The device was returned and evaluated. There was no allegation against the function of the ipg and leads. The ipg passed the functional testing and operated within the manufacturing specifications. Visual inspection of the ipg was performed. No observations or anomalies were identified that would have contributed to the patient's discomfort. Due to the leads being cut into two segments, functional testing cannot be carried out on both leads.

Event description:
It was reported that the patient requested an explant because the implantable pulse generator ( ipg) was causing discomfort, and the patient did not like the feeling of it in his body. The device was explanted without complications. There was no report of patient harm or injury. The device history record was reviewed. No nonconformances were found to be associated with the device.